Event description:
A report was received that the patient had a cerebrospinal fluid leakage during a trial procedure. The leads were pulled out and the patient was given fibrin glue to seal the epidural space. The event was procedure related. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50e, serial #: (B)(4), description: trial linear lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.